Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received three used and completely filled easypump ii lt 100- 50-s without packaging. The provided samples were taken to a visual inspection. At all samples the clamp clip was closed. At sample one and two the patient connector was connected with a cannula. At sample three the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the big white top cap and removing the closing cone we detected crystallized drug residues at the filling port (lli-cone) of sample three. We detected no crystallized drug residues outside of the sample and at the patient connector (lla-cone). Afterwards the provided samples were subjected to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump one and two did not work (solution was not running). Leaks were not detected. Sample one and two are not within our specifications, due to this, we judge this complaint to be justified. We have informed our manufacturing department accordingly and received the statement as follows: device history records (DHR): reviewed device history records. No abnormalities encountered during in- process and at final control. Sample evaluation: we received three used and filled with clear solution easypump ii lt 100-50-s (batch no. Labeled 15c04ge261/material no. 4540016 on the big bottom cap of the sample) without original packaging and two needles gauge 23. The returned samples were examined visually. The clamp clips were clamped and the patient connectors were not closed with the original closing cone (wing cap). Fill port caps (discofix) were in position. The samples were duly investigated by bbm. Please refer to bbm statement above. However, blockage is a known issue and addressed in CAPA 001387 and CAPA 001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used completely filled easypump ii lt 100-50-s without packaging. The received samples were taken to a visual inspection. In as-received condition: on all samples the white clamp is closed. On sample 1 and 2 the patient connector is connected with a cannula. On sample 3 the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone)at sample 3. We detected no crystallized drug residues outside of the samples and at the patient connector (lla-cone). The samples were taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pumps 1 and 2 did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected samples 1 and 2 are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed device history records, there is no abnormalities and no such defect detected at final inspection.

Event description:
As reported by the user facility ((B)(4)): the pumps were filled according to the instructions, but there was no drug flow. The nurse claimed that this problem was only seen on pumps with 100 ml, 2 ml/h, but there has not been any problem with 270 ml pumps.